Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -4/+6/55 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient experienced glare/haloes. On (B)(6) 2021 the lens was explanted and this resolved the problem. The cause of the event was reported as the device and noted "patient saw glare".

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -4/+6/55 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient experienced glare/haloes. On (B)(6) 2021 the lens was explanted and this resolved the problem. The cause of the event was reported as the device and noted "patient saw glare".